Manufacturer narrative:
MDR 1049092-2021-00675 / device1 of 1. Common device name- cure catheter® for men. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported by the product end user that "catheters look like they were abrasive," and "it caused him to become ill, he had a fever of 102.5 degrees - and when he cathed there was blood and large pieces of flesh". Multiple attempt were performed to obtain additional information about the product and alleged harm, but end user did not respond. No photos received depicting the reported complaint issue.